Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of essure device location of device fallopian tubes'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and nephrolithiasis ('infection (other) describe kidney stones') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not undergo confirmation test.". The patient's medical history included multi gravida, parity 2 ((B)(6) 2009, (B)(6) 2003), miscarriage, fractured nose, ovarian cyst, vaginal bleeding, dysuria, diarrhea, anemia, c-section and c-section. Concurrent conditions included visual disturbances. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pain abdomen") and pelvic pain ("pain pelvic"). In 2013, the patient experienced anaemia ("blood or heart disorder/condition type anemia,") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced abdominal distension ("hormonal changes describe: bloating"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), bladder disorder ("bladder problems or changes") and dysuria ("urinary problems or changes"). In 2015, the patient experienced visual impairment ("vision/eye problems vision problems"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue."). The patient was treated with surgery (kidney stones removal surgery and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, nephrolithiasis, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, bladder disorder, dysuria, abdominal pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received: the previous event "injury nos" was deleted and was updated to more specific events such as pelvic pain. Following events were added : hormonal changes describe: bloating, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, kidney stones, depression, anxiety, migraines, headaches, anemia, nausea, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse, vaginal discharge, perforation (fallopian tube, vision problems, fatigue, urinary problems or changes, bladder problems, pain abdomen, pain pelvic, patient does not undergo confirmation test, pregnancy (stillbirth or miscarriage),device ineffective miscarriage. Medical history, reporter information and concomitant condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.